Event description:
It was reported that during an attempted implant procedure this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition and loss of capture for two to three seconds after being connected to the can. These observations appeared to happen when plugging in the distal and proximal tachycardia lead terminal pins. Subsequently, this ICD was removed and a new ICD was implanted. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to include device analysis details.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.